Event description:
During the incoming inspection in (B)(6) there was found expired oe-a63 inside a demo scope. There was no report of patient harm.

Manufacturer narrative:
This case is for demonstration purpose and not for clinical use. We confirmed that as we are instructed to ship only to pentax (B)(4) ans never to (B)(6) end customers directly we can exclude the possibility of getting expired accessory to end-customer with demo equipment. This device is not distributed in us so that unique identifier is blank.